Event description:
It was reported that the patient received inappropriate therapy while receiving an injection of pain medication in the neck. Stored episodes showed double counting following shock therapy delivered for supra ventricular tachycardia (svt) with v-v intervals somewhat faster than p-p intervals. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2010; 351333 boston scientific competitor lead, implanted (B)(6) 2010. (B)(4).